Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference and due to the need of a magnetic resonance imaging (MRI) compatible system. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.